Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 591 mg/dl, 117 mg/dl and 107 mg/dl within 10 minutes. The results when plotted ona parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serous injury, or mistreatment associated with this event.